Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No pt serious injury ro death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsiste investigation. The intelligent shut down (isd) pcb assembly was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis or repair info is unavailable at this time and no additional service info was provided.